Event description:
Recently, I received laser hair removal at an office in (B)(6). This office uses the motus ax laser, which is (falsely) branded in the united states as "the first alexandrite hair removal laser FDA approved to treat all skin types. (B)(4) this laser is distributed by (B)(4) and manufactured by deka. The laser technician used the laser on my lower face and neck areas at the lowest setting recommended by the manufacturer for my skin type. The laser is indeed not safe for all skin types. At these settings, I, an (B)(6) woman, suffered extreme burns, pain, disfiguration, and scarring to the point that I don't even want to walk outside anymore. I already suffer from depression and now I am devastated and extremely depressed due to my disfigurement. I don't even want to go to work. The laser office just told me that starting today they are no longer treating patients with my skin type, after the burns and scarring that I and the other patient suffered. The motus ax should no longer be sold to cosmetic centers and doctors in the united states with the branding "safe for all skin types." The motus ax laser should be recalled until settings for type 5 and up skin types are fixed.